Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, there was no response from the hand piece when the trigger was pulled. The customer replaced the device and the motor drive unit started activating and there was sound coming from the unit but still no rotation at the hand piece. The customer switched to a different device to proceed. The case was still in progress but no patient consequence was anticipated.

Manufacturer narrative:
(B)(4). Unable to activate disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.